Manufacturer narrative:
Christoph miethke (manufacturer, registration no. (B)(4) is submitting this report. The product received on (B)(6) 2020 . The investigation is completed. Visual investigation: - no significant deformations or damage of the valve was detected during the visual inspection. Permeability test: - the progav 2.0 is permeable. Computer controlled simulated flow test: - the opening pressure is expected to measure at the reference flow rate of 20 ml/h in the horizontal position [progav 2.0 - tolerance 10 ± 3 cmh2o]. - the opening pressure of the progav 2.0 in the horizontal position at a reference flow level of 20 ml/h was measured at 2.04 cmh2o. - the valve is not opperating within the acceptable tolerance of 10 ± 3 cmh2o. The valve operated in overdrainage at the time of investigation. Adjustability: - the valve was adjustable to all settings ( 0-20 cmh2o). Braking force and brake functionality tets: - the brake function is fully operational and the braking force is within the given tolerances. In order to verify whether the valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. Inside the valve we have found build-up of substances (likely protein), which may have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of a blockage . The progav 2.0 valve is adjustable to all settings as specified and permeable. We note that the progav 2.0 valve is over-draining during the investigation, likely due to build-up of protein deposits. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was an issue with a progav shunt system. The patient presented with malfunction of the valve, and it was explanted on (B)(6) 2020. It was noted that about 6 months ago there had been a similar issue; it had been resolved by clicking on the adjustment button.